Event description:
During the process of securing a closed right spiral tibia fibula fracture, using a synthes titanium cannulated tibial nail expert system, the surgeon was unable to secure the 10 mm end cap. It was noted that the threads may be stripped. The surgeon attempted placement several times and then opted to proceed without the end cap. Surgeon states no injury to patient. The end cap is available for evaluation purposes.